Event description:
It was reported that the pump touch screen had a blue boarder around pump screen blurring out the screen which led to an unreadable display. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.